Event description:
It was reported that patient presented to emergency room after experiencing syncope and dyspnea. Upon interrogation it was found that patient's pacemaker was in backup mode. It was noted that the pacemaker was at elective replacement indicator. It was also noted from electrocardiogram that patient was in complete heart block. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found that the device went into backup mode due to low battery voltage. After the device was restored from backup mode, the device was found to be at end of life (eol). Functional testing of device was normal. A longevity calculation found the battery depletion was normal based on the device usage.